Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. A repositioning procedure will take place in the near future. There were no adverse patient effects reported. Subsequently, additional information was received that a revision procedure took place. The decision was made to explant and replace this rv lead. It was noted this patient had sick sinus syndrome, and mainly needed atrial therapy. The replacement procedure was completed successfully, and the patient is fine.

Manufacturer narrative:
This rv will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observation indicated a complete lead was returned. There was a cut noted in the lead insulation, and deformed coils. There was observation of dried blood/body fluid in the helix housing. This lead passed the continuity test with manipulation. Initial allegation of lead dislodgement was not confirmed through analysis. Only lead damage was noted.